Event description:
It was reported that a small volume intermate had particulate matter inside the device's ¿balloon.¿ the device contained tobramycin, aztreonam and ceftazidime. The particulate matter was identified prior to the use of the device. There was no patient involvement. No additional information is available. This is report 14 of 18.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 09, 2014 - october 14, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed that there were white particles between 1.19 and 1.52 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy revealed the particles to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The visual inspection on the device (via the naked eye) noted a solid white particle floating in the fluid pathway. The reported condition was verified, though a cause was unable to be determined.